Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-62 alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Testing did not reveal an f-62 alarm; however, an f-49 alarm was identified during functional testing. The cause of the f-49 alarm was determined to be a depleted main battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.